Event description:
Boston scientific received information that this patient stated his device is not functioning properly. The patient is on multiple medications and still experiences syncope with the device. The physician indicated to the patient that the medication and device would be changed. The patient has been experiencing chest pain and the physician noted that the heart muscle was weak.

Event description:
Information was later received that this device was electively explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.